Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that nursing sent 2 lvp's to biomed stating that the device's display screen segments failed.

Manufacturer narrative:
Supplemental MDR to correct the reportability decision to not reportable.

Event description:
It was reported that nursing sent 2 lvp's to biomed stating that the device's display screen segments failed.